Event description:
During the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The hospital did not provide any additional information. No patient complications were reported by the hospital.